Event description:
Customer reported the image goes out of focus when the c is moved. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and the battery pack. System operates as intended.